Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to observations of high out of range pace impedance measurements greater than 2000 ohms. There were no additional adverse patient effects.